Event description:
It was reported that this cardioverter defibrillator was unable to be interrogated. The patient was recently seen in the hospital for a routine follow-up appointment. When the physician attempted to interrogate this device, it could not be identified. At that time, it was suspected that there was an issue with the related programmers. It was noted that the physician contacted boston scientific technical services and requested to program this device; however, the device was still unable to be identified despite using two programmers. Subsequently, this device was explanted. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that this cardioverter defibrillator was unable to be interrogated. The patient was recently seen in the hospital for a routine follow-up appointment. When the physician attempted to interrogate this device, it could not be identified. At that time, it was suspected that there was an issue with the related programmers. It was noted that the physician contacted boston scientific technical services and requested to program this device; however, the device was still unable to be identified despite using two programmers. Subsequently, this device was explanted. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The initial investigation confirmed that the device had no telemetry. The hydrogen level was at 0.6899%. Internal visual inspection was performed, and the device case was removed. It was observed that the plasma fuse was blown. This type of damage is likely due to the device attempting to deliver a shock into a low-resistance path (e.g. A shorted lead). Therefore, the damage is deemed due to the environment outside of the device. No further analysis was performed.